Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The cycler was returned for evaluation and no problems were found. The treatment data log file was reviewed and indicated that the cycler performed as intended. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment, multiple cycler alarms occurred. It was reported that pt felt pressure sensation in her chest and passed out. CPR was performed and pt admitted to hospital and diagnosed with non q myocardial infarction.